Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿ intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
A patient enrolled in a clinical study underwent a right shoulder arthroplasty and was noted to have been experiencing pain at the six week and subsequent follow up visits. Glenoid radiolucency was also noted 11 days post implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study underwent a right shoulder arthroplasty and was noted to have been experiencing pain and instability at the six week and subsequent follow up visits. Glenoid radiolucency was also noted 11 days post implantation.